Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information was received from a company representative. As per the pump¿s log, the following was indicated as having occurred: (B)(6) 2016 reset occurred at 03:10, (B)(6) 2016 low battery reset at 03:10, (B)(6) 2016 safe state at 03:10, (B)(6) 2016 reset occurred at 10:12, (B)(6) 2016 low battery reset at 10:11, (B)(6) 2016 reset occurred at 10:12, (B)(6) 2016 low battery reset at 10:12, (B)(6) 2016 safe state 13:34 in addition, the pump's logs indicated that intrathecal baclofen (itb) with concentration 2,000.0 mcg/ml was being administered at a simple continuous dose rate of 99.9 mcg/day as of (B)(6) 2016. The pump was returned to the manufacturer.

Manufacturer narrative:
Analysis of the pump revealed battery high resistance. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving gablofen of an unknown dose and concentration via an implantable infusion pump for intractable spasticity and head/brain injury. It was reported that on during normal use the pump alarmed on (B)(4) 2016. The pump went into safe state mode. The patient experienced mild to moderate increased spasticity. There were no environmental/external/patient factors that may have led or contributed to the issue. As troubleshooting the pump logs were read on (B)(4) 2016. As an action/intervention they hcp attempted to restart the pump but "reset occurred- low-battery" occurred. The patient was put on oral medications. The issue was resolved at the time of this report as surgical intervention was planned and scheduled and the patient's status at this time was "alive- no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.